Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37791, serial# unknown, product type: recharger. (B)(4).

Event description:
It was reported that the patient had a ¿problem¿ with the spinal cord stimulator (scs) that was in her hip. It bothered the patient ¿real bad.¿ the patient stated sometimes when she was ¿charging it or sometimes it feels real hot back there.¿ the patient would lay on top of the antenna when she recharged and did not use the recharging belt. The patient noticed it being ¿hot back there¿ and it being bothersome just in the last few/couple of months. The patient wanted to know if that was normal. Later, there was a reported 50% or greater symptom reduction. The components involved in the event were the lead, extension and programmer. The patient outcome was recovery without permanent impairment. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.